Manufacturer narrative:
The adaptiveclean brush head is an accessory to various sonicare power toothbrushes.

Event description:
Consumer complained about bristles falling out in their mouth. No injury reported.